Manufacturer narrative:
Citation: jubran a et al. Intraprocedural valve-in-valve deployment for treatment of aortic regurgitation following transcatheter aortic valve replacement: an individualized approach. Int j cardiol. 2019 may 15;283:73-77. Doi: 10.1016/j.ijcard.2018.12.079. Epub 2019 jan 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of valve-in-valve deployment for treatment of aortic regurgitation in patients who underwent implantation of self-expanding valves during transcatheter aortic valve replacement. All data were collected from a single center between march 2010 and october 2017. The study population included 11 patients (predominantly male; mean age 84 years; mean weight 79 kg), 5 of which were implanted with a medtronic corevalve bioprosthetic valve and 6 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). It was noted that 29, 31, and 34 mm prosthesis sizes were used. Among all patients, adverse events included: valve-in-valve implantation, permanent pacemaker implantation, balloon aortic valvuloplasty post-dilation following valve-in-valve implantation, valve migration following balloon aortic valvuloplasty post-dilation, incomplete valve expansion, valve undersizing, and moderate-severe aortic regurgitation/paravalvular leak. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.